Manufacturer narrative:
This report is for an unknown handle/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the side set screw would not fit in the instrument handle. No patient consequence was reported. This report is for one (1) unk - handles: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 30, 2021, the side set screw would not fit in the distal radius plate handle so it could not be assembled or used upon receipt. There was no patient and procedure involvement. This report involves one (1) distal radius plate holder reverse. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3, b5: d4: catalog, lot, UDI. D9: e1: initial reporter facility name. G1: manufacturing site name and address. H3, h4, h6: lot number h693617, supplier lot number: manufacture date or release to warehouse date: november 30, 2018. Expiration date: supplier/manufacture site: brandywine / seabrook medical no ncrs were generated during production of lot number h693617. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation flow: device interaction/functional visual inspection the complaint device was sent to jabil brandywine. The returned device has brown markings in the area of holder interface. Small portion of the m2.5x0.45 internal thread is missing near the start of the thread. Due to size of the hole and depth of the blind hole. Visual inspection of the bottom of the hole relevant to the complaint condition cannot be performed. Functional test: yes: functional assessment can be performed, and the complaint condition is able to be reproduced. Can the complaint be replicated with the returned device? Yes. Documentation/specification: current and manufactured revisions. No issue or discrepancies were observed. Dimensional inspection: component of the handle relevant to the complaint condition. Feature: thread, specification: conforms to specification measurement device: thread plug gage feature: conforms to specification. Measurement device: feature: ø3 counterbore, specification: conforms to specification measurement device: gage . Feature: 1.8 counterbore depth, specification: conforms to specification measurement device: drop indicator. Feature: ø2 bind hole, actual results: ¿ unable to be inspected due to not being able to determine if debris or foreign matter is in the bottom of the blind hole. Feature: 10 bind hole depth, actual results: n/a ¿ unable to be inspected due to not being able to determine if debris or foreign matter is in the bottom of the blind hole. Investigation conclusion: the complaint regarding the function of the side set screw not fitting into the handle is confirmed, as it matches the reported condition, but upon further analysis it was determined not to be related to the manufacturing process for the following reason: the product passed all inspection criteria (100% visual and ctq features) and was found to be within specifications at the time it was released to the warehouse. The certificate of compliance from supplier seabrook medical certifies that all product was manufactured in accordance with the product drawings, and no nonconformances related to the complaint condition were present for the lot. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1. E1: initial reporter facility address.